Manufacturer narrative:
Unit passed displacement test and self test. Sensor signal not found, problem isolated to pcb 2. Unable to determine unexpected suspend [low sg] due to communication anomaly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump suspended delivery automatically even though smart guard feature was not used and it occurred continuously. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.